Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
The lead was returned from a funeral home approximately 9 years post mortem. Cause of death was reported as unknown. The lead was subsequently analyzed and tested out of specification. No additional information is available.